Event description:
It was reported the device was stuck on guidewire. A 2.1 mm jetstream xc catheter was selected for an atherectomy procedure in the superficial femoral artery (sfa). During the procedure the device became stuck on the guidewire. A different device of the same model was used to complete the procedure. There were no patient complications as a result of this event.